Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
As reported to coloplast though not verified, the pump was broken on the bottom. The device was replaced.

Manufacturer narrative:
A titan pump, two cylinders, and connector/tubing were received for analysis. A separation was noted in the pump bulb. Testing revealed this to be a site of leakage. Microscopic evaluation revealed the surfaces to be rough and irregular, indicating sufficient stress was exerted to separate the site. Microscopic evaluation revealed surface abrasion on the longer pump exhaust tubing, indicating repetitive contact between surfaces. Not all functional testing was able to be performed due to the condition in which the pump was received. Microscopic evaluation revealed surface abrasion on the cylinder 1 exhaust tubing. No functional abnormalities were noted with cylinder 1 or cylinder 2. No functional abnormalities were noted with the connector / tubing segment. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation in the pump bulb indicates that sufficient stress(s) may have been exerted on the pump to separate the site while in-vivo. A separation of this type may then allow the loss of fluid, rendering the device inoperable.